Manufacturer narrative:
Zimvie complaint: (B)(4). Date of event: the event occurred sometime on (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is having pain with the spinal pak device. Because the reported condition required medical intervention (the level of pain is not indicated), it is considered a serious injury. No additional patient consequences have been reported.

Event description:
It was reported that the patient is having pain with the spinal pak device. No additional patient consequences have been reported. The product was not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.